Manufacturer narrative:
No further information is available at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not able to function. No information regarding patient involvement was provided.

Manufacturer narrative:
The ge healthcare field engineer provided additional information that the reported event involved a non-ge healthcare device.

Manufacturer narrative:
Correction: the initial MDR was submitted as a reportable malfunction. Subsequently, additional information was received that the product involved was a non-ge product. Therefore, a follow-up #1 MDR was submitted. Correction: the initial MDR was submitted as a reportable malfunction. Subsequently, additional information was received that the product involved was a non-ge product. Therefore, a follow-up #1 MDR was submitted.